Event description:
The dental implant fx4310mlc was removed on (B)(6) 2017 8 months and 3 weeks after implantation due to failure of osseointegration. The patient has no significant medical history and requires another surgical intervention.